Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the guidewire failed to advance into the left ventricular (lv) lead both before and after insertion into the patient¿s body. The lv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.